Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the top case was broken off leaving the circuit board exposed. The rf head was able to interrogate implantable heart devices with no fault found. It was also noted that the magnet was rusted and the retainer was broken.

Event description:
It was reported the top of the programmer rf (radio-frequency) head is not connected. No patient involvement or complications were reported.